Manufacturer narrative:
The investigation was based on the log file analysis. As per log file it could be concluded that the pressure at the device inlet was significant lower than the minimum limit of 2.7 bar. Consequently the device posted accompanying alarm messages which informed the user about the insufficient gas supply ("no o2 supply", "no air supply", "air supply insufficient"). In order to compensate the insufficient gas supply an overshoot of the device control likely caused the high airway pressure event which was alarmed accordingly with the alarm message "mean airway pressure high". Due to the low gas pressure the ventilation could not performed as expected. There was no device failure detectable. The device reacted as specified to an insufficient gas supply and generated corresponding audible and visual alarm messages.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation was just started. The results will be provided in a follow up report.

Event description:
It was reported by the customer: ¿in hfo-vg, when transporting from our isr (infant stabilization room in l&d) to the unit, we turn on and connect to our transport cylinders, then disconnect from the wall. This process is normally seamless, but in the instance of hfo + vg in this baby, once the air/oxygen hose was disconnected from the wall, the vn500 started to alarm map high and would drop the pressure. We connected back to the wall and the alarm did not stop¿ the vent continued to high pressure. Taking it out of vg fixed the problem. Once we had the vn500 hooked back up, we were able to turn vg back on. However, when we arrived to the unit and hooked back to the wall outlets before disconnecting the cylinders, the same thing happened. Once again this alarm was resolved by switching off vg, and once the alarm resolved, we were then able to turn vg back on again."